Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate and loss of stimulation. It was also reported that the ipg was non functional. The underwent an ipg replacement procedure. The explanted ipg was not returned.